Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. The emitter and the axiem box were functioning as designed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.no parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a functional endoscopic sinus surgery (fess) the emitter of the navigation system was having difficulty tracking. The instruments could be seen coming in and out. Site mentioned that when the cord on the back of the emitter was pressed, the emitter was functioning normally and were able to track without any issues. The procedure was completed by pressing the cord in. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.